Event description:
As reported by the user, the subject programmer suddenly and randomly shutdowns when interrogating devices.

Manufacturer narrative:
(B)(4).

Event description:
As reported by the user, the subject programmer suddenly and randomly shutdowns when interrogating devices.